Event description:
Customer reportedly obtained results of 248 mg/dl and 221 mg/dl on advantage system 1 while advantage system 2 produced a result of 101 mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B) (6).